Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed the ligature marks approx. 19 cm distal to the is 1 connector pin. Abrasion marks were found along the lead body. Further inspection revealed a damaged insulation approx. 25 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the clinical observations mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, deformations of the inner coil close to the is-1 connector pin were observed which were caused most likely by over-rotation. The values of the parameters measured during the electrical analysis were within the technical specifications. Due to the damages the mechanical inspection and the functional test of the helix fixation mechanism was not properly feasible. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause.

Manufacturer narrative:
(B)(4).

Event description:
This ra lead was explanted and replaced due to a drop in impedances and rising thresholds. No adverse patient events were reported.